Manufacturer narrative:
(B)(4).

Event description:
Broken sensor filament.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that detached sensor wire occurred. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).